Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer was informed that they would receive a replacement pump with updated software, and instructions were given for returning the problematic pump. The customer acknowledged the steps and continued using multiple daily injections as a backup therapy to ensure insulin delivery.